Event description:
It was reported that the patient presented to the clinic not feeling well. The device had prematurely reached the elective replacement indicator (eri) in (B)(6) and since, the patient has been pacing at vvi-65. It was also reported that eri was triggered due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri eri due to high battery impedance logged on (B)(4) 2011, prior to explant. Ramware version 8 installed on (B)(4) 2011 impedance - high resistance/impedance high battery impedance, leading to eri.